Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the r1 reagent transfer assembly and the r1 reagent dispenser to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. [(B)(4).]

Event description:
The customer reported the au680 clinical chemistry analyzer generated false low results on multiple analytes. The results were not released from the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.